Manufacturer narrative:
Evaluation summary: the product(s) were not returned for analysis. Complaint history and product history record could not be reviewed because the author did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4). [2018-21876 literature case_23 mar 2018.pdf].

Event description:
In a literature article, the author reported that in the early day of using a glaucoma filtration device (gfd), it was implanted under the conjunctiva; however, complications such as hypotony, conjunctival erosion, shunt extrusion or exposure were encountered. No specific patient information was provided regarding this event.